Event description:
Complainant alleged that while attempting to monitor a two year old male pt, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue monitoring the pt. However, the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.